Manufacturer narrative:
E1: initial reporter phone no.(B)(6) the device was received for evaluation. During functional testing, the reported issue was not reproduced. The device was tested for flow rate testing and it passed. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. The pressure plate travel will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.